Event description:
A (B)(6) year old female who had undergone a high risk mitral valve replacement yesterday ((B)(6) 2019) after failed mitraclip and multiple cardiac arrests over the recent past who had postoperative hemorrhage. She had some high chest tube output immediately postoperatively but this resolved and her clinical hemodynamics and lab indices had stabilized. Later in the evening, however, she suddenly developed recurrent high bloody chest tube output and hemodynamic instability requiring massive escalation in pressor requirement. She was transfused large amount of blood products cxr initially showed no major changes from prior, but a repeat cxr 90 minutes later showed whiteout of the right hemithorax . The operating room was mobilized for an emergency exploration. During this time she was transfused a total of 25 units prbc and 25 units ffp along with platelets and profilnine with ongoing chest tube drainage and pressor requirement. The patient was taken to the operating room and was placed in supine position. She was already intubated from her index operation. Upon arrival into the operating room her systolic bp was 60 without pulsatility and then rapidly dropped to the 40s with asystole. Because of this instability we opened her skin incision even before full prepping and draping. The sternal wires and plates were cut with a wire-cutter. Upon placing a sternal retractor there was massive amount of dark blood coming from the mediastinum. There was no mechanical activity of the heart. We began internal massage but quickly identified a large tear in the rv surface from which the blood was emanating. Given the long duration of hypotension, complete asystole, and degree of injury I felt that this was an irreparable situation and fatal. We quickly examined the aorta and great vessels and did not see any active bleeding from those sites. The pt expired at 0331 on (B)(6) 2019. At time of death, it was observed that screws were "poking out'' per surgeon in the room. Pt's sternum was in poor condition. Surgeon was unable to tell if the event was device related as compressions began prior to opening the sternum. Pmhx: respiratory arrest x3, afib / chfpef/htn/hld, dm w/neuropathy, gerd, ckd iii, nhl, oa, s/p sternal plating 9.2019 for fx. FDA safety report ID # (B)(4).